Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not working. It was replaced.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that when asked to clarify the device not working, they stated that the manufacturing representative (rep) worked with the patient and the unit. They indicated the cause was determined. They stated that the rep worked with the patient and the unit and found that it was not working. It was unknown if this was due to normal battery depletion. The steps taken to resolve the issue were that the device was replaced on (B)(6) 2022. Additional information was received from a manufacturer representative (rep). The rep reported that they personally interrogated this device and there were no issues with it. They checked impedances and requested that the patient have an x-ray to ensure that the lead was in the correct anatomical location. This patient was implanted in arizona by a different physician so, impedance check and x-ray are routine measures. An impedance check showed that the implant was in perfect working condition. The rep was told by the hcp that x-rays were completed and showed that the device was in the s3 foramen. The decision to replace the device was a confidential conversation between the hcp and the patient which the rep was not privy to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-sep-01 e1 (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not working. It was replaced. 2022-sep-02 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that when asked to clarify the device not working, they stated that the manufacturing representative (rep) worked with the patient and the unit. They indicated the cause was determined. They stated that the rep worked with the patient and the unit and found that it was not working. It was unknown if this was due to normal battery depletion. The steps taken to resolve the issue were that the device was replaced on (B)(6) 2022. (B)(6) 2022 wrty (hcp): no new information. 2022-sep-23 e2, e3 (rep): additional information was received from a manufacturer representative (rep). The rep reported that they personally interrogated this device and there were no issues with it. They checked impedances and requested that the patient have an x-ray to ensure that the lead was in the correct anatomical location. This patient was implanted in arizona by a different physician so, impedance check and x-ray are routine measures. An impedance check showed that the implant was in perfect working condition. The rep was told by the hcp that x-rays were completed and showed that the device was in the s3 foramen. The decision to replace the device was a confidential conversation between the hcp and the patient which the rep was not privy to. (B)(6) 2022 an_rp (rep): no new information. (B)(6) 2023 eval_anx13 (rep): no new information.

Manufacturer narrative:
H#: product analysis of the ins s/n:(B)(6), showed the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.